Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit bd max ext enteric bacterial panel on the bd max instrument, a false positive result was obtained. Confirmatory testing was not done. No erroneous results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "false positives on the vibrio + plesio target in view of the unconventional curves, the samples were re-run and came out negative. No results were returned to the individual patients."

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, a false positive result was obtained. Confirmatory testing was not done. No erroneous results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "false positives on the vibrio + plesio target. In view of the unconventional curves, the samples were re-run and came out negative. No results were returned to the individual patients."

Manufacturer narrative:
H.6 investigation summary: a failure of false positive was reported on a max instrument (p/n 441916, s/n (B)(6). The samples first processed a positive result, but with an unusual curve. The samples were not communicated to the patient, but rather re-ran and came out negative. Bd engineering investigated and suggested this issue was caused by normalizer drift and recommended reader replacement. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to drift in the normalizer. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated: site legal: becton, dickinson & co. - sparks, md / 21152. B.5: it was reported that while using the bd max¿ system, bd max¿ instrument, a false positive result was obtained. Confirmatory testing was not done. No erroneous results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "false positives on the vibrio + plesio target. In view of the unconventional curves, the samples were re-run and came out negative. No results were returned to the individual patients." D.1 medical device brand name: bd max¿ system, bd max¿ instrument. D.2 medical device type: ooi. D.3 common device name: instrumentation for clinical multiplex test systems. D.4 medical device manufacturer: becton, dickinson & co. (Sparks). D.4 medical device catalog #: 441916. D.4. Medical device serial#: (B)(4). D.4. Medical device expiration date: na. D.4 unique identifier: (B)(4). G.8 510k number: k130470. H.4. Device manufacture date: 03/18/2019.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, a false positive result was obtained. Confirmatory testing was not done. No erroneous results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "false positives on the vibrio + plesio target. In view of the unconventional curves, the samples were re-run and came out negative. No results were returned to the individual patients."